Manufacturer narrative:
A1-a4: patient information not provided, no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away and the cause of death was not provided. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted.

Event description:
Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was communicated that due to patient privacy laws, the account would not provide any additional information. The hm 3 lvas instructions for use lists potential adverse events that may be associated with the use of the hm 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions fir use (IFU), rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.